Event description:
The customer reported to olympus that the visera elite ii video system center displayed a touch panel error (error e333). The customer reported that this issue was found during preparation. There was no impact to procedure and there were no adverse effects to patient.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue could not be confirmed; however, an internal memory error occurred (error e211) due to a defective sd card. After the device was given factory reset, the device gave an error 210. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.